Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The left ventricular lead exhibited intermittent loss of capture; chest x-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition following the procedure.